Manufacturer narrative:
Programmer files analysis revealed that the first two device interrogations using rf communication could be successfully performed on 10 september 2021. Nevertheless, a decrease of the quality of the rf communication was observed during the third device interrogation with phases of disconnections and reconnection. The rf communication issue was most probably related to bad rf environmental conditions (non-optimized positioning of the rf head) and/or disturbances caused by nearby appliances/objects. As explained in the orchestra plus link manual, the orchestra plus link can be subject to disturbances from other products in the vicinity which emit electromagnetic interferences. No anomaly is suspected on the implant, on the programmer or on the rf head.

Event description:
During astral phd fu for pat001 programmer had telemetry issue (several connection losses) and therefore multiple interrogations needed to be done (which results in several .cso files). Changing the position of the antenna did not greatly improve issue. Distance between patient and link telemetry was reasonable (aprox. 1,5m). Antenna above patient level (patient was lying on strecher antenna was on a shelve).

Event description:
Reportedly, communication issues were observed during a device interrogation. Changing the orchestra plus link position did not solve the issue. The orchestra plus link was placed approximately 1.5m from the patient, on a shelf above the patient.